Event description:
Patient reported last two shipments of firazyr have been broken. Additional information received on14may2025: firazyr - 1st - part where needle screws felt like it just kept screwing - patient was able to get it to work and completed injection - there was no adverse event or missed dose. The lot numbers were unknown and the samples were discarded.

Manufacturer narrative:
No new information available. Investigation reports are still pending from the contract manufacturers.

Manufacturer narrative:
Investigation reports are pending from the contract manufacturers.

Event description:
Patient reported last two shipments of firazyr have been broken. Additional information received on14may2025: firazyr 1st - part where needle screws felt like it just kept screwing - patient was able to get it to work and completed injection. There was no adverse event or missed dose. The lot numbers were unknown and the samples were discarded.

Manufacturer narrative:
As the batch number is not available, no review of the manufacturing records (batch documentation) can be carried out. No trend regarding closed complaints for the affected product and clean room can be seen which could be related to the cmo manufacturing process or the supplier's process.

Event description:
Patient reported last two shipments of firazyr have been broken. Additional information received on14may2025: firazyr. - 1st - part where needle screws felt like it just kept screwing - patient was able to get it to work and completed injection. - there was no adverse event or missed dose. The lot numbers were unknown and the samples were discarded.